Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg charging frequencies were increased. The battery had difficulties making contact with the charger. The low battery massage was started appearing on the screen and ipg was turning off after approx four hours of the stimulation. A new charger was unable to resolve the issue. The device was explanted and replaced by a new device.